Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation is burning off. There has been no damage to any patient or provider but the problem is persistent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. A visual inspection was conducted. Charred blood and tissue buildup was observed on the jaws. The boot was observed to be melted on the cold jaw, with no detachment. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw. The wire remained attached at the tip and base of the hot jaw. No other defects were observed. Based on the condition of the device as returned and the results of the evaluation, the reported failure mode ¿melted; jaws¿ and analyzed failure "bent wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation is burning off. There has been no damage to any patient or provider but the problem is persistent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.